Event description:
It was reported that, after an internal fixation surgery with an intertan short nail had been performed on 2018, the patient experienced avascular necrosis of femoral head. The hardware (short nail, lag/compression screw and 5.0 locking screw) was removed on (B)(6) 2022 prepare for a total hip arthroplasty. Patient is recovering.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. The device shows signs of prolonged use. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that based on the information provided and the product evaluation the reported avascular necrosis could not be confirmed. Although age-related wear could not be ruled out a likely contributory factor. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could not be corroborated. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed. Corrected information: h6 (health effect - impact code).